Manufacturer narrative:
Device evaluated by MFR.: a synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the crimped stent found severe damage. Stent strut rows 1 to 5 on the proximal end of stent appear undamaged. The remainder is damaged, stretched and pulled in a distal direction over the distal marker band to the proximal end of the tip. The undamaged section of the crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. An examination of the shaft polymer extrusion profile found no issues. The bi-component bond showed no signs of damage or strain. There were no issues advancing the device over a 0.014¿ guidewire. The tip profile was visually examined and damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous right coronary artery (rca). A 3.00 x 38 synergy¿ stent was advanced but resistance was felt right before reaching the lesion. When the device was removed, it was noted that the stent got lifted. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mildly tortuous right coronary artery (rca). A 3.00 x 38 synergy stent was advanced but resistance was felt right before reaching the lesion. When the device was removed, it was noted that the stent got lifted. The procedure was completed with another of the same device. No patient complications were reported.